Event description:
The quill device was caught in the port when taking it out of the trocar, and the needle detached from the suture. The needle and suture dropped into the body. They were removed and there were no remains in the body. No injury reported.

Manufacturer narrative:
A review of the device history records for the finished good lot and raw material components could not be performed due to the lot number was not provided. No samples or photographs of the actual device, trocar or surgical site were returned for evaluation. If samples become available at a later time, the devices will be reviewed, tested, and the results will be included in the files. A follow-up report will be submitted at that time. A report of a needle detaching during use could be due to the suture material was not placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force is utilized when removing the device from the packaging or during the procedure, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the needle to break free from the suture during use. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. A CAPA 23-000 was initiated to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were addressed: create procedure to perform set-up of attaching equipment. Retraining of the attachment staff and clean room set-up operators. Evaluation of the operation of the attaching machines. Standardize the cut of the suture and method of attachment. Identification and replacement of damaged manual pull attachment and test tools. Without receiving the lot number to review manufacturing records, receiving actual samples or photos of the device or the trocar utilized for the procedure or receiving details regarding the preoperative preparation of the device, the size trocar used compared to the size of the needle on the device, additional tools utilized to grasp the device or the surgeon''s technique, a definitive root cause cannot be confirmed at this time.